Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator. The was no patient involved in this reported event.

Manufacturer narrative:
"Vyaire medical file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."